Event description:
It was observed during the review of the pt's programming history that the pt's device was inadvertently programmed to different settings due to an interrupted diagnostics test. A final interrogation was not performed to confirm pt's settings were as intended. The pt's setting has since been corrected.

Manufacturer narrative:
Method - review of programming/device diagnostic history.